Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:11-363665 lot number:318180 brand name: cocr mod head. Catalog number: 010000937, lot number:6694891, brand name: g7 liner. Catalog number: 51-114180, lot number: 6489546, brand name: taperloc stem. Catalog number: 110010248, lot number: 6955794, brand name: g7 shell. Multiple reports were submitted along with this report: 0001825034-2021-03236. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation approximately 3 months post implantation. Additional information on the reported event is unavailable.